Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had difficulty charging their ipg. As a result, the patient was scheduled for surgical intervention on (B)(6) 2019 wherein the patient¿s entire scs system would be explanted. No abbott rep was in attendance during the surgery.